Event description:
On (B)(6) 2010 pt reported she has had issues with air bubbles forming in the cartridge when she fills it and puts it into the infusion device. Pt stated she fills the insulin cartridge, puts the infusion adapter on and screws it into the infusion device. Advised pt to also put the infusion tubing on before screwing it into the infusion device. Pt stated air bubbles can take up to 1/8 of the cartridge. Pt reported this has occurred 3 times since receiving the infusion device. Pt stated she has not changed the adapter. Advised the adapter needed to be changed every 10th insulin cartridge change. Pt reported the bubbles are at the top and she has been able to prime out the bubbles when this has occurred. Pt reported when this has occurred, insulin has come out of the top of the insulin cartridge into the cartridge compartment. Pt stated it was not enough insulin to dump or pour out; she was able to clean it out. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.